Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained in the instrument. The following information was provided by the initial reporter: "there is a liquid mark around the cart manifold v2 valve. Was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Biohazard did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination or bleach? No was the customer/bd personnel physically in contact with the fluid? No."

Event description:
It was reported that bd facscanto¿ ii was leaking biohazard that was not contained in the instrument. The following information was provided by the initial reporter: "there is a liquid mark around the cart manifold v2 valve. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument no. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No".

Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage of biohazard not contained within instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17jan2021 to date 17jan2022. ¿ complaint trend: there are 14 complaints related to the issue of a biohazard leakage not contained within the instrument. Date range from 17jan2021 to date 17jan2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a broken waste coupling. The customer had initially found traces of a liquid leakage around the cart manifold v2 valve and reported the issue. An fse (field service engineer) came onsite to observe the instrument and confirm the issue. The fse found that the locking mechanism of one of the couplings was not engaging properly (pn 333045) and was possibly the cause of the traces of leaking. This coupling was replaced and confirmed to be locking properly and the instrument was cleaned. After the part replacement, the instrument was tested and confirmed to be functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the fse informed the customer that if the leakage occurred again the coupling would need to be replaced, and if this leakage occurred frequently the loader would need to be replaced. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: 333045 - coupling body pnl mt 1/8in nominal flow case comments: o (1/16/2022 9:22 pm): (corresponding with (B)(6)). O (1/16/2022 9:17 pm): there is a liquid mark around the cart manifold v2 valve. Work order notes (case (B)(4)): o subject / reported: missing sheath filter connector (female). O problem description: missing sheath filter connector (female). O work performed: (treatment) coupling replacement. 1: not treated. 2: the lifter and the surrounding area were cleaned. (Result). The lock state of the coupling is normal. Check cv% with ultrarainbowbeads. Cst implementation (check performance)¿ all pass. 1: if liquid leaks, it needs to be replaced. 2: if it occurs frequently, the loader needs to be replaced. O cause: (phenomenon). Confirmed that the lock part wobbled greatly 1: liquid traces were confirmed around the cart manifold v2 valve. 2: it is unconfirmed that there is a case of knocking when the lifter rises. (Cause) deterioration of coupling. 1: it is presumed that the v2 valve is leaking or dripping. 2: there is a possibility that the lifter is dirty. O solution: (result) coupling lock status is normal. Cv% is confirmed by ultrarainbow. Beads cst implementation (check performance)¿ all pass. 1: if liquid leaks, it needs to be replaced. 2: if it occurs frequently, the loader needs to be replaced. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: a review of the bd facscanto ii flow cytometer (fluidics) fmea #338960-04ra (version a/revision 1) has identified the hazard of a waste leakage in item ¿4. Quick disconnect¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Hazard(s) identified? Yes no. O item: 1. Plenum - including float. O function: 1.1 fluid reserve to minimize fluctuations within the fluidics. O potential failure mode: 1.1.1 fluidics fluctuate. O potential effects of failure: 1.1.1.3 flow not steady - too low. Flow rate changes. Inaccurate results. O potential causes/mechanisms of failure: leaks at valves. O current controls: 1. Clean cycle. 2. Maintenance. 3. Service maintenance every 6 months. O recommended actions: o responsible party: o target completion date: o actions taken: o sev: 9. O occ: 1. O det: 6. O rpn: 54. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure o potential effects of failure: 4.1.1.2 decrease in pumping efficiency. No sheath o potential causes/mechanisms of failure: waste fitting leaks o current controls: 1. Pump compensates for leaking. O recommended actions: o responsible party: o target completion date: o actions taken: o initial sev: 5. O initial occ: 6. O initial det: 1. O rpn: 30. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn coupling. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn coupling. An fse came onsite to observe the issue and found that the leakage was due to a waste coupling not locking properly. This part was replaced and the instrument was tested and confirmed to be functioning as expected with no leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.